Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for a single patient sample. The initial accu tni result was 0.01ng/ml and the customer's data link 2000 (dl2000) created a delta check due to the patient's 40ng/ml accu tni result from the previous day. The sample was retested for accu tni and a result of 18.51ng/ml was obtained. The erroneous result was not reported out of the lab. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications. However, actual qc data was not provided. The specimen was heparinized plasma. No additional pre-analytical sample handling information was supplied. A field service engineer (fse) was not dispatched for this event. In a follow-up with the customer regarding this event in 2008, they did not report any further issues. No additional information regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.